Manufacturer narrative:
The evaluation of the event is ongoing. Additional details relating to the patient and the event have been requested, but no response has been received at this time. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image when using the 190 scopes. The issue occurred during a colonoscopy procedure. It was reported that the image was present at the beginning of the case. They went to put on a biopsy trap and the image was no longer present. The procedure was completed with a different device after the patient was moved to another room. When troubleshooting, it was verified that the cable was broken on the monitor. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h11. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the device having no image was caused by a broken video cable. Olympus will continue to monitor field performance for this device.